Manufacturer narrative:
Inspection confirmed product is out of specification. The potential cause is due to incorrect manufacturing. According to the risk management report, the severity of harm is serious. Complaint will be escalated for further investigation.

Event description:
Per complaint (B)(4), the peek part of the multi-use scan adaptor was loose on the titanium base.